Event description:
Boston scientific crm received information that this implantable device was programmed to a monitor only zone with a rate of 200 bpm and did not record the patient's syncopal episode. The health care personnel caller requested that the monitor zone for this device be decreased in order to record this rhythm, but the caller was not sure what the study protocol was. This caller was connected with a service representative in clinicals. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further complication. If new information becomes available, this report will be further evaluated and updated. Most recently, this medical device was removed from service for normal battery depletion and has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.